Manufacturer narrative:
Internal complaint reference: (B)(4) teoh, k. H., whitham, r. D., golding, d. M., wong, j. F., lee, p. Y., & evans, a. R. (2018). R3 cup does not have a high failure rate in conventional bearings: a minimum of 5-year follow-up. The journal of arthroplasty, 33(2), 460-463. Doi: https://doi.org/10.1016/j.arth.2017.09.059

Event description:
It was reported that, on the literature review ""r3 cup does not have a high failure rate in conventional bearings: a minimum of 5-year follow-up"", one (1) patient who initially underwent primary thr implantation with an r3 acetabular cup and a cementless polarstem, experienced a dislocation of the ceramic-on-ceramic hip prosthesis after a fall experienced while dancing one (1) year postoperatively. A revision surgery was performed to resolve this adverse event. During this procedure, the cup was explanted to reduce the anteversion of the whole prosthesis construct. The outcome of the patient is not known. No further information is available.

Manufacturer narrative:
H10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, no further information is available. Consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).